Event description:
Reporter indicated that patient was unable to walk and was taken to the emergency room. Three pills of dilantin were prescribed (dosage unknown) and patient was released. Further investigation revealed that the patient went to the emergency room in 2001 because they had a bad seizure. It was reported that patient has been okay since being released from the emergency room and has received good seizure control since "vns" implant.